Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient allegedly developed with thrombosis. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that, on (B)(6) 2022, a patient underwent port implantation via the right internal jugular vein for the treatment of metastatic left breast cancer. Approximately one month later, on (B)(6) 2023, the patient was diagnosed with deep vein thrombosis. It was further reported that the patient was also diagnosed with thromboembolism and thrombophlebitis. Subsequently, the port was removed on the same day. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. Based on medical record review, a powerport m.r.I. Implantable port was implanted via the right internal jugular vein for treatment of metastatic left breast cancer, with no immediate complications reported following placement. Subsequently, the patient developed neck and lower facial pain, and further evaluation confirmed a deep vein thrombosis (dvt) at the right internal jugular mediport site. Due to findings of acute internal jugular vein thromboembolism and associated thrombophlebitis, the implanted port was later surgically explanted. Therefore, it can be confirmed that the patient had experienced thrombosis and thromboembolism. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.